Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic hepatectomy, the surgeon stopped using the device since an alarm was displayed. Then, the nurse confirmed the broken blade when she swiped the tip of the device. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable. No further information is available.